Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection under magnification was performed and revealed a hole in the tubing located 2.5 inches above the y site. Functional testing was performed and revealed a leak through this hole. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set presented a hole in the line. This event occurred during set up of the device. There was no patient involvement. No additional information is available.